Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d)was depleted 'out of the box'. It was returned for analysis.